Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was covered in tubing/ insulation/medical adhesive. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited high impedance at several positions. The lead was removed, and it was noted that the tip had an abnormal shape. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.